Event description:
Information received by medtronic indicated that the customer had a recurring issue with a battery-failed alarm. It was reported that the customer removed the aa battery from the pump and hold the back button until the screen turns off. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.